Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: describe event or problem, relevant tests/lab data. Correction: describe event or problem. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain and in-stent restenosis. (B)(6) 2010 - the patient presented with chest pain and was diagnosed with stable angina. The 70-80% stenosed target lesion was 12mm long with a reference vessel diameter of 3.0mm, located in the saphenous vein graft to the mid segment of the 1st diagonal. The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 16mm taxus liberte stent, residual stenosis was 0%. The second lesion was located in the native coronary artery of the 1st diagonal with 99% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. And was treated with pre-dilatation and placement of a 2.25 x 8 mm taxus liberte stent, residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with chest pain and cardiac catheterization was recommended. (B)(6) 2012 - the 90% in-stent restenosis of the study stent deployed in svg to 1st diagonal was treated with pre-dilatation and placement of an unknown stent. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Event description:
Same case as MDR ID# 2134265-2013-01361 and 2134265-2013-01362. Same patient as MDR ID# 2134265-2013-01819 and 2134265-2013-01818. It was further reported: (B)(6) 2012 - that following the deployment of the 3.0 x 16mm taxus liberte stent a blockage was noticed at the native coronary artery the 1st diagonal was exacerbated by plaque movement from the vein graft along with limitation of flow, which was considered as the second target lesion. (B)(6) 2012 - the patient also presented with shortness of breath. The patient had an abnormal treadmill study which the patient could not complete due to fatigue and shortness of breath. (B)(6) 2012 - the study stent located in the saphenous vein graft to the 1st diagonal also had a total occlusion and was attempted to be crossed using a choice pt guidewire. However, the guidewire could not be advanced to the distal segment of the diagonal due to abrupt angulation. The wire was then placed in the distal aspect of the occluded svg to diagonal and lesion was then treated with balloon angioplasty, followed by placement of 2.25 x 23 mm xience drug eluting stent proximally, with 0% residual stenosis. Following stent placement, the choice pt guidewire was once again repositioned into the distal segment of the vessel, which led to dissection of the vessel. Multiple attempts were made to advance the wire into the distal segment of the 1st diagonal branch but the wire was unable to advance. Residual stenosis was noted in the distal segment of the vessel. A correction was also made: (B)(6) 2012 - it was reported "the event was considered resolved without residual effects" but has been corrected to "the event was considered resolved with residual effects".